Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they seen an orthodontist for a consult and provided a letter of recommendation. The orthodontist found the patient to have a class ii, end on malocclusion with moderate mandibular and light maxillary crowding. Maxillary and mandibular second molar are not in occlusion. Patient presents with thin gingival phenotype and arch expansion and tooth proclanation should be minimized during orthodontic alignment. Since byte aligner treatment does not offer interproximal reduction capability as well as interarch forces for bite correction, more favorable treatment set up is not possible with this clear aligner system. It is recommended invisalign treatment for the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.